Manufacturer narrative:
Updated catalog number, brand name and model.

Event description:
It has been reported that the device has failed a self-test.

Manufacturer narrative:
Udpated catalog item number, brand name, reporting institution name and address.